Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An angiographic wire was attempted to be used during a procedure. No damage noted to packaging. No issues noted to device when removing from the packaging as per IFU. The device was prepped per IFU with no issues. The wire tip was formed by the physician. It is reported that there was a wire coating issue. As per the nurse who reported the incident to the materials coordinator, during normal wiping with a gauze as per intraprocedural technique, green residue was noted on the pad, suggesting the green coating on the wire was breaking off. It is indicated that the device entered the patient body. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: two still images were received showing traces of green pfte coating on a gauze. The pattern in which the green coating is positioned is consistent with wiping the wire with a gauze. Blood is also evident on the gauze. Correction 09 july 2019: nothing had changed regarding the protocol on how devices are wiped down. Units are stored in a nearby office location in addition to inside the cath lab itself. The wipes used at the account are either from the pack or are covidien curity all purpose sponge. The wipes were used with heparinized saline. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it is stated that wires are removed from the packaging, left on the table under a moist towel but not soaked in a bowl of normal saline. It is indicated that the wiping was done after removal of the device from the patient body. If information is provided in the future, a supplemental report will be issued.